Event description:
Philips received a complaint by the customer on the v60, indicating that the screen is black, not working. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer replaced the liquid-crystal display (lcd) to power management (pm) cable and wanted to make sure it is the right one. The rse verified customer had the correct 1st gen cable. Discussed ground connection. The customer replaced the lcd cable to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.